Event description:
During a percutaneous transluminal angioplasty of the renal artery there was a suspicion that there was a hole in the balloon. The right femoral artery was accessed. The target vessel was the renal artery (side unk). The vessel was not tortuous however the lesion had minimal calcification and measured (6mm x 15 mm) (diameter x length). The lesion was predilated. A rapid exchange system was introduced in the vessel. There was no friction or resistance found at any time during the advancement of the products. When the stent was in position to be deployed and the indeflator was connected there was blood/contrast seen within the balloon lumen. At this time it was thought by the physician that there was a hole in the balloon. The balloon and stent were retrieved without any complication. Another same size stent was used to finish procedure successfully. There were no pt complications.

Manufacturer narrative:
This product will return for evaluation and testing.